Manufacturer narrative:
Preliminary analysis revealed that the reported issues most probably resulted from a ventricular lead issue.

Event description:
Reportedly, on (B)(6) 2019, during a regular pacemaker check, ventricular lead impedance was confirmed to be below 200 ohms. The pacemaker was in safer, atrial pacing/sensing rate and ventricular sensing rate were at 100%. Episodes stored in the device memory were suspicious of noise oversensing in the ventricular chamber. Isometric test could not reproduce this noise oversensing. As measurements did not show significant changes other than low ventricular lead impedance, the physician reprogrammed the setting of ventricular sensitivity higher and the patient was continued to be followed up.

Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20190909 - file-2019-02119 - analysis_and_closure_report_resp-2019-01026.pdf].

Event description:
Reportedly, on (B)(6) 2019, during a regular pacemaker check, ventricular lead impedance was confirmed to be below 200 ohms. The pacemaker was in safer, atrial pacing/sensing rate and ventricular sensing rate were at 100%. Episodes stored in the device memory were suspicious of noise oversensing in the ventricular chamber. Isometric test could not reproduce this noise oversensing. As measurements did not show significant changes other than low ventricular lead impedance, the physician reprogrammed the setting of ventricular sensitivity higher and the patient was continued to be followed up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, during a regular pacemaker check, ventricular lead impedance was confirmed to be below 200 ohms. The pacemaker was in safer, atrial pacing/sensing rate and ventricular sensing rate were at 100%. Episodes stored in the device memory were suspicious of noise oversensing in the ventricular chamber. Isometric test could not reproduce this noise oversensing. As measurements did not show significant changes other than low ventricular lead impedance, the physician reprogrammed the setting of ventricular sensitivity higher and the patient was continued to be followed up.